Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. A visual examination revealed that the guidewire lumen was buckled for a length of 2mm, at 46mm from the tip of the device. There was a puncture hole within the buckle. The inflation lumen was also punctured with a hole within the length of the buckle. There was contrast present in the inflation lumen and balloon folds. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon was pierced. A 2.00mm and 20mm emerge balloon was selected for procedure. During procedure, it was noticed that the balloon was pierced through the distal end of the dilation catheter. The device removed and the procedure was successfully completed with another device. There were no patient complications reported.

Event description:
It was reported that the balloon was pierced. A 2.00mm and 20mm emerge balloon was selected for procedure. During procedure, it was noticed that the balloon was pierced through the distal end of the dilation catheter. The device removed and the procedure was successfully completed with another device. There were no patient complications reported.